Manufacturer narrative:
There was no allegation that the device caused or contributed to the death. The customer noticed that the device showed irregular ECG waves and values after the patient died. The device was tested and found to be operating according to specification. The ECG filter setting which defines how ECG waves are smoothed was changed to better suit the user's environment. Device labeling (instruction for use) describes ECG filter settings. The information is not consistent with a product malfunction.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported a patient was already dead and they wanted to determine (confirm) the death of the patient. Although the patient was already dead they noticed there was any kind of an irregular ECG (wave & values).